Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear."

Manufacturer narrative:
Examination of returned device was inconclusive.

Event description:
It was reported patient underwent an elbow arthroplasty on (B)(6) 2012. During the procedure, the locking screw head fractured off while the modular head was being tightened onto the stem. The surgeon attempted to remove the head from the stem but was unable to do so. As the screw is serving its intended purpose, the surgeon left the implants and the fractured screw in the patient.